Event description:
The customer contact reported the device touchscreen was frozen. The device was returned to the biomedical department from the emergency room for an unspecified reason. It was reported there was no patient involvement. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen was not responsive when the keys were pressed. The probable cause was due to contamination on the device touchscreen caused by fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.